Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved with this complaint were also returned, however, pa is unable to evaluate the test strip since the patient returned used test strip. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurately low readings. The technical support representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 at 7:27 pm, the patient obtained the blood glucose reading of 6.1 mmol/l on the reported meter. The patient took no actions based on this reading. At 8:00 pm the patient experienced the symptoms of headache, thirst and nausea. While symptomatic, the patient obtained the reading of 23.4 mmol/l on the reported meter, and a reading of ''hi mmol/l'' (greater than 27.8 mmol/l) on another manufacturer's meter, the freestyle meter. The patient administered self-treatment by taking a bolus dose of 4.9 units insulin via her pump; she did not seek any medical attention. There was no information about the patient's testing technique. The patient manages her diabetes with an insulin pump and tests her blood glucose level ten times per day. It would have been helpful to determine the patient's blood glucose level, meals and insulin doses taken prior to the hyperglycemic event. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after obtaining a normal reading on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The patient returned one used test strip; product analysis was unable to be performed on this used test strip. If the patient's meter or unused test strips are returned, lfs will evaluate them and submit a supplemental report.